Event description:
It was reported that, 315 days after implantation of a 2.5 x 24mm taxus express2 drug eluting stent, in-stent restenosis occurred. During the initial procedure, the target lesion was located in the distal right coronary artery (rca). A pre-intervention stenosis of 95% was reported. The lesion was predilated with a 2.0 x 15mm non-boston scientific balloon resulting in "excellent flow down the distal rca. A 2.5x24mm taxus express2 drug eluting stent was deployed in the region of the lesion and inflated to 8 atm then 9 atm. A post-intervention residual stenosis of 0% with timi iii flow was reported. It was reported that there was "no edge dissection, the pt was pain-free and hemodynamically stable." The pt rec'd heparin during; plavix and aspirin after the procedure. No further complications were reported. The pt presented 315 days after the initial procedure with "increasing anginal symptoms unresponsive to medical therapy," and an 80% in-stent restenosis in the distal rca. The lesion was pre-dilated with a 2.5 x 15mm non-boston scientific balloon. A 2.5 x 23mm non-boston scientific stent was deployed at 16 atm in the region of the lesion. "Excellent flow down the vessel" was noted. There was "no edge dissection, the pt was pain-free and hemodynamically stable." A post-intervention residual stenosis of 0% was reported. The pt rec'd heparin and intracoronary nitroglycerin during the procedure. It was noted that the pt would be treated with plavix and aspirin "in combination for a minimum of six months."

Manufacturer narrative:
The complainant indicated that, the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.